Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) had an unknown system error alarm on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It is unknown if the home patient was connected. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed multiple system error alarms, including system error 1026 (positive t tank low). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests, electrical safety test, and calibration tests were performed on the device with no issues noted. A short simulated therapy was successfully performed. The reported condition was verified as a system error 1026. The direct cause of the problem was a malfunctioning membrane gasket. The membrane gasket was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.